Event description:
It was reported that the patient was supposed to have his pump replaced due to elective replacement indicator (eri) which occurred on (B)(6) 2015; however, they did not have it replaced. Upon interrogation of the pump on the date of the report, a terminal event occurred and the pump was in off mode. The previous programming strip stated replace pump by (B)(6) 2015. The reporter stated they would get the pump replaced. The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l68733, implanted: (B)(6) 1999, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).